Manufacturer narrative:
Analysis found that only the distal portion of the lead was returned in two pieces: the distal portion measured 30.8 cm and the proximal portion measured to be 20.0 cm. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2020-16026. It was reported that the patient experienced inappropriate therapy and presented in the emergency room. Upon interrogation, it was noted that the device detected several inappropriate ventricular tachycardia and fibrillation episodes in addition to non-sustained right ventricular (rv) over-sensing episodes. It was also noted that there was noise on both the atrial and rv leads, which caused the device to deliver therapy. During the revision procedure, when explanting the rv lead, it separated both distally and proximally to the superior vena cava (svc) coil; the coil could not be removed because it was suspected to have grown into the svc wall. The physician believed that the noise was related to clavicular crush. Additionally, there was significant blood loss during the extraction of the leads, so the system were replaced at a later date. The patient was in stable condition throughout.